Manufacturer narrative:
(B)(4). Additional narrative: it was reported that a patient underwent a sling procedure on (B)(6) 2003 to treat stress urinary incontinence and menometrorrhagia. Concurrently a total abdominal hysterectomy, lysis of adhesions, bilateral salpingo-oophorectomy were performed. The patient did experience a bladder puncture during the insertion of the sling. It was reported that following implantation the patient experienced pain, infection, recurrence of stress urinary incontinence, dyspareunia, urinary/bowel problems, neuromuscular problems, and organ perforation. The patient underwent mesh revision by splitting mesh t relieve pressure in (B)(6) 2005. No additional information was provided. (B)(4) - recurrence of stress urinary incontinence; dyspareunia; urinary/bowel problems; neuromuscular problems; organ perforation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2003 and mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
It was reported that the patient underwent mesh revision on (B)(6) 2005 by dr. (B)(6) at (B)(6).

Event description:
Details:it was reported that the patient underwent mesh revision on (B)(6) 2005 by dr. (B)(6) at (B)(6).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.